Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (medical device problem code and investigation conclusions) and e3, e1 (initial reporter, event site city, name , telephone and email)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,g3, g6,h2,h3, h6(type of investigation, investigation findings, investigation conclusions),h11 it was reported that the blood ingress from patient back into the console due to perforated balloon and contaminated the pneumatic parts and electronics, forcing the unit to shut down. There was no patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the blood ingress from patient back into the console due to perforated balloon and contaminated the pneumatic parts and electronics, forcing the unit to shut down. There was no patient harm or injury reported.